Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014, to report a permanent out of range alert on (B)(6) 2014. The patient started using the transmitter on (B)(6) 2012. At the time of the event, the transmitter had been used for over 6 months. Per dexcom's user guide, the transmitter battery will last at least 6 months. The patient did not report any injury or medical intervention.